Event description:
It was reported that the patient felt faint and passed out while walking on the treadmill. When the patient was evaluated at the hospital, the patient had gone into an exercise induced ventricular tachycardia (vt), which the onset feature of the implantable cardioverter defibrillator (ICD) device was withholding therapy for a rate right at 200 bpm. The device was reprogrammed with wavelet and pr logic turned on. No programming was performed for onset, stability or rate timeout. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).